Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was reported the patient was hospitalized prior to death; although the reason for hospitalization was not reported. It was not reported if an autopsy was performed. It was reported that pd therapy was discontinued on an unknown date during the patient¿s hospitalization and was placed on hemodialysis therapy. Therapy was not ongoing at the time the patient passed away. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.